Event description:
It was reported that a malfunction alarm occurred, and the pump indicated a data log corruption. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer treated bg with a manual dose injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.